Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the electricity in the cardiac resynchronization therapy pacemaker (crt-p) was too high. The patient also reported not being able to sleep and that its shaking the patient body. Follow up with the physician office noted the device was reprogrammed, which resolved the issue. The device is still in use. No further patient complications have been reported as a result of this event.